Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted shallow and dislodged aortic when released from the delivery catheter system (dcs). Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating that the first valve serial number is (B)(4). If information is provided in the future, a supplemental report will be issued.